Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while in use on a patient, the device has a touchscreen issue, it will not allow any physical touch to control. There was no harm to the patient or user. No medical intervention was provided to the patient. There was no delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states while the unit was in use on patient, the unit stopped working and no parameter changes were able to be made. The customer was not able to clarify if the unit stopped cycling breaths or if screen was black, only that touchscreen was unresponsive. The unit was removed from use without further incident. The rse emailed the customer the part information for touchscreen replacement to resolve the issue.